Event description:
Patient reported that, over a 2 month period, prior to a pancreas transplant, they experienced elevated blood glucose (values not provided), they indicated that they believe the device was at fault for elevated blood glucose. Pt self-treated by delivering additional boluses, as necessary.